Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, a shaft fracture occurred. The shaft of the 2.50x12mm taxus liberte drug eluting stent was kinked by the assistant during preparation. Upon insertion, the shaft broke in the middle of the catheter. The procedure was completed with another taxus liberte. There were no patient complications.

Manufacturer narrative:
A unit has not been returned for review; therefore, a technical analysis cannot be carried out. Without a returned unit it is not possible to confirm how the device may have contributed to the complaint incident. A review of the manufacturing record shows that the device met its material, assembly and product specifications at the time of its release to distribution. Product unavailable for analysis.